Manufacturer narrative:
Communication with the customer did not identify a cause for the depleted battery pack. A RMA was issued for the return of the battery pack; however, there is no indication in the complaint record that the device was returned to defibtech by the customer. As the battery pack has not been returned for analysis, the cause of the complaint canot be determined. The IFU states: "improper maintenance can cause the ddu-100 series AED not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts; do not take the unit apart.". Should additional information become available a follow-up MDR shall be submitted. Service code does not pose a patient safety risk and no new field trends detected.

Event description:
The customer reported that the AED has been in storage for the winter with the bp (battery pack) removed. When reinserting bp, it was depleted. This event did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED's battery was depleted. When tested with a spare battery pack, it powered on and prompted a service code. The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Further investigation identified a component issue. Based on these findings, the device was removed from service and will be replaced under warranty.